Event description:
Reporter stated that the surgeon inserted a single piece silicone intraocular lens model aa4204vf into the pt's eye without any problems. The surgeon realized he inspected the wrong diopter of lens that this pt needed. The surgeon had to enlarge the incision to remove the lens and inserted another lens of the correct diopter. No sutures were required. There was no product complaint for this lens.